Manufacturer narrative:
H6: product analysis: the cage was returned with a small piece broken out of the bottom of the cage. The small piece was retrieved and returned. When viewing the cage from the top side looking down, there is a crack in the thicker side of the cage. There is also damage around the screw hole in the top of the cage. From the damage to the top of the cage and the hole in the bottom, it appears the screw was not aligned properly to the hole in the cage. It appears the screw was inserted at too vertical of an angle causing the screw to damage the top of the cage, come in contact with the bottom of the cage, and breach the bottom wall of the cage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical fixation at c5-c6 due to cervical spondylotic myelopathy. Intra-op, when the reported cage was being inserted to c5-c6 disc space using an inserter with guide, the inserter had to be removed as there was bone spicule. Further insertion was performed by hammering with a trial. Then, while inserting the first screw, about 4mm fragment of the cage broke. This broken fragment was removed from the patient. Rest of the implant was left implanted in the patient.